Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events (anemia, bleeding, gastrointestinal bleeding) could not be conclusively established through this evaluation. It was reported that on (B)(6) 2021 the patient experienced a bleeding event and was treated with blood products. On (B)(6) 2021, the patient was admitted to the hospital for anemia after an episode of melena and was given 6 units of packed red blood cells (prbc¿s) as treatment. It was also noted that the patient was still without anticoagulation. On (B)(6) 2021, the patient was readmitted for anemia and another episode of melena. A gastroscopy was performed, and it was determined that there was no active source of bleeding in the stomach, only coagula. Therefore, the patient received 2 units of prbc¿s and was discharged after a few days without anticoagulation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29jan2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital because of anemia on (B)(6) 2021. The patient had one episode of melena prior to admission and was given 6 units of packed red blood cells (prbcs). Anticoagulation was also held. The patient had another episode of melena on (B)(6) 2021. A gastroscopy was done with no active source of bleeding found. Only coagula were found in the stomach. The patient received 2 units of prbcs. The patient was discharged on (B)(6) 2021 without anticoagulation.